Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using insulin from old cartridges when loading new cartridge. Customer was informed that insulin is only intended to be used for 72 hours. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 257 mg/dl at time of report.